Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. An angiographic complication of dissection occurred during the index procedure.

Event description:
Approximately 29 months post the index procedure, the patient expired. The cause of death was reported as death by firearm. The investigator indicated the death was not related to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).